Event description:
The pt implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, expired for unspecified cause. The family of the pt has retained legal counsel.